Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports the mass is difficult to remove on day four which is the usual wear time. There was no harm reported.

Manufacturer narrative:
A batch record review was performed. The review was acceptable and there were no discrepancies found to be related to the reported case. Process checks and quality checks were performed with acceptable results. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.